Event description:
It was alleged that the pump failed to switch from secondary to primary rate during use. There was no reported pt consequence.

Manufacturer narrative:
MFR's report date 07/06/1998. File # 05-98-018. The pump was received and visually and functionally tested. Extensive accuracy testing was performed and the pump met all MFR's specifications. The history log was reviewed and it is suspected that a user programming error may have contributed to the incident. The secondary volume to be infused was set to 990 ml/hr, which was higher than the previous secondary volume to be infused setting of 250.0 ml/hr. The pump is designed to infuse supplied fluids until the volume to be infused as set reaches 0.0 ml. The MFR was unable to duplicate the reported rate change. The user facility will be informed of the findings and additional instruction will be provided on using the pump's automatic piggyback program.